Event description:
While wearing the external equipment, the pt reportedly had sound percept problems. The pt was seen at center for device eval. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. The pt was seen by a co rep for device eval. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device is to be scheduled.